Event description:
The pt was several hours status post coronary artery bypass surgery when blood was noted in the tubing of her intra-aortic balloon catheter. The catheter was removed and the pt remained hemodynamically stable.